Manufacturer narrative:
The customer's calibration data does not suggest an issue. The customer used a centrifugation time of 10 minutes at 1200g. Based on the sample tube the customer used, the sample should be centrifuged for 5 minutes at 10000 x g or 10 minutes at 2000 - 10000 x g. Instrument performance test data was acceptable. The patient sample was requested for investigation but could not be provided. Since the sample could not be provided, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of high results not corresponding to the clinical picture for 1 patient sample tested for elecsys vitamin d total ii (vitamin d ii) on a cobas 6000 e 601 module. The initial vitamin d total ii result was > 100 ng/ml. The sample was repeated with a result of > 1000 ng/ml. The vitamin d total ii result using a 1:10 dilution was approximately 8000 ng/ml. This result was reported outside of the laboratory as > 1000 ng/ml where the doctor questioned the result. The customer ran the sample using vitamin d total and the result was 69 ng/ml. The customer repeated the sample using vitamin d total ii and the result was still above the technical range. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). The customer stated qc results were within the acceptable range.